Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not being returned and therefore is unavailable for an evaluation. We cannot discern a root cause for the reported failure. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported issues with two of the customer's healix advance br 4.5mm anchors and one of their 4.5m healix advance awls during a rotator cuff procedure. He stated the first anchor broke in half upon insertion. The surgeon took the broken anchor out of the patient, made a new bone hole, and inserted a new anchor with no consequences. Then the surgeon over drilled into the bone due to faded laser lines on the awl and this caused another one of their anchors to pull out of the bone. The surgeon used a new awl, created a new bone hole, and inserted a new anchor with no patient consequences and completed the procedure. There were no delays. All anchors were discarded, the awl is coming back for evaluation. This was a (B)(6) female with regular bone quality. No further information was available. Please see also medwatch report 1221934-2018-51534.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.